Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient programmer had a poor communication screen. The patient reported that they were in a mental hospital and the patient programmer was dropped and it got broken. The patient reported that they were now getting poor communication with the patient programmer. The patient reported that the stimulation is stuck on high and it is making her nauseous and puking because the vibration is too high, and the setting cannot be adjusted. The patient reported that the battery in the patient programmer was replaced. Troubleshooting was initiated and the patient programmer was placed directly over ins and sync with ins but that did not resolve the poor communication issue.